Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was reported as "diarrhea"; however, this could not be confirmed, therefore the cause was assessed as unknown. The patient was not hospitalized for the event. The day after the onset, the patient began treatment with vancomycin (1 gram, every 72 hours, route not reported) and fortum (1 gram, once a day, route not reported) for the event of peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.